Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) with symptoms of dizziness. The health care professional (hcp) was monitoring the right ventricular (rv) lead pace impedance trends, and pace impedance measurements had been increasing for several months, until a lead safety switch (lss) was triggered due to a high, out-of-range pace impedance measurement greater than 2,000 ohms. Following the lss to unipolar, this rv lead exhibited unipolar oversensing and pacing inhibition with greater than two seconds of asystole. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.